Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6)stating, "abnormal noise when hemostat-y was energized" involving pentax model h-s2518/serial (B)(4). The user also stated the hemostat-y was used to stop bleeding because bleeding occurred when the submucosal layer was peeled off due to esd in the stomach. When the user tried to energize by spreading the forceps on the bleeding part, an abnormal noise, such as a crackling sound, was generated from the shaft part about 0 to 20cm from the handle. Every time the power was turned on, there was an abnormal noise, so the device was replaced with another and hemostasis was performed. No further information was provided at the time of the report. A device history record review was performed which confirmed the device passed all required inspections and was released accordingly. In addition, there were no reworks or concessions and the manufacturing and the dates of approval for shipment and actual date shipped were confirmed.